Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient told rep she hasn't recharge for a year. Technical services reviewed multiple physician recharge mode maybe needed and that rep won't know that device can be brought out of overdischarge until he sees the normal recharge screen, additional information was received from the rep. Rep reported that the device was overdischarged and had not been charged in at least 1 year. Physician recharge mode was attempted to resolve the issue. The patient was referred to the physician for a replacement. Issue has not been resolved and the device is waiting to be replaced. The information has been confirmed with the physician.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.